Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4) which markets the device in (B)(4) . The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that device failure lead to the alleged event. As soon as additional info has become available and / or the device (s) have been returned for evaluation and an investigation result is available, an amended medical device report will be filed. Zimmer reference number of this file is (B)(4) .

Event description:
It is reported that pt underwent revision surgery due to pain and implant loosening. Date of implant is unk. Complaint samples are in transit for evaluation.